Event description:
Patient reported insulin leaked out of the cartridge as she was filling it. Patient stated the leak occurred at the plunger. Patient reported she stopped filling the cartridge and used a new cartridge. No adverse event reported. Requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.